Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the kwire snapped off in the distractor and could not be removed. The surgery time was not extended. No further details are known.